Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had a burn at the C-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the burn at the C-cover was traced to a component failure. However, it is also possible that this event occurred due to the use of high energy devices (such as lasers or radiofrequency equipment) without maintaining a sufficient distance from the patient's tissue.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.